Event description:
Three sensors resulted in error messages indicating that sensors are not compatible with device even though he is using the corresponding freestyle libre 2 reader. Reference reports: mw5152583, mw5152584.